Manufacturer narrative:
Customer complaint sample not returned to dornier for evaluation. Attributes of the complaint identified unit can not be confirmed.

Event description:
Complaint details provided in the initial notification stated, "customer described using the fiber in a case "last week" (no date was specified) and noticed a flashing from their scope. Pulled the fiber out and noticed that the tip had burned off and it appeared to be burning the cladding of the fiber and firing to the side of the laser fiber. Pulled another fiber from the same lot today and tested it on a tongue blade, received the same result, the fiber is burning at the tip."